Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient died. The procedure took place in (B)(6) of 2025 and the patient was reported to have passed away (B)(6) 2026. The cause of death was reported as septic shock, but the events leading up to the septic shock were not provided.it was further reported that as per physician's, the protocol and standard procedure workflow, all materials are discarded once the procedure is completed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to the initial MDR in block(s) patient identifier (a1), in section a - patient information, other relevant history (b7), in section b - adverse event or product problem, and report source (g2), in section g - all manufacturers. A1: patient identifier (B)(6) reported here as number exceeded character limit for designated field. Device analysis: the device did not return for analysis; therefore, a technical analysis of the complaint device could not be completed. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave risk documentation was completed and confirmed that the event of death and shock, septic were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: boston scientific has assigned an investigation conclusion code of adverse event related to patient condition, as the reported death was attributed to septic shock, a systemic infectious condition. Although infection-related complications are included in the farawave risk management documentation, the available information does not support a relationship between the device or procedure and the reported event. The death occurred approximately ten months after the procedure, with no evidence of procedure-related infection, device malfunction, or any contributing device-related factors. Based on the available information, the event is most consistent with a patient-related medical condition, and no device malfunction or procedure-related contribution can be established. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient died. The procedure took place in (B)(6) 2025 and the patient was reported to have passed away (B)(6) 2026. The cause of death was reported as septic shock, but the events leading up to the septic shock were not provided.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient died. The procedure took place in (B)(6) 2025 and the patient was reported to have passed away (B)(6) 2026. The cause of death was reported as septic shock, but the events leading up to the septic shock were not provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.a1: patient identifier (B)(6) reported here as number exceeded character limit for designated field.device analysis:the device did not return for analysis; therefore, a technical analysis of the complaint device could not be completed.labelling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review:a review of the farawave risk documentation was completed and confirmed that the event of death and shock, septic were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable.investigation conclusion:boston scientific has assigned an investigation conclusion code of adverse event related to patient condition, as the reported death was attributed to septic shock, a systemic infectious condition. Although infection-related complications are included in the farawave risk management documentation, the available information does not support a relationship between the device or procedure and the reported event. The death occurred approximately ten months after the procedure, with no evidence of procedure-related infection, device malfunction, or any contributing device-related factors. Based on the available information, the event is most consistent with a patient-related medical condition, and no device malfunction or procedure-related contribution can be established. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem, in section b - adverse event or product problem, and evaluation method code (h6), in section h - device manufacturers only. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. A1: patient identifier (B)(6) reported here as number exceeded character limit for designated field. Device analysis: the device did not return for analysis; therefore, a technical analysis of the complaint device could not be completed. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave risk documentation was completed and confirmed that the event of death and shock, septic were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: boston scientific has assigned an investigation conclusion code of adverse event related to patient condition, as the reported death was attributed to septic shock, a systemic infectious condition. Although infection-related complications are included in the farawave risk management documentation, the available information does not support a relationship between the device or procedure and the reported event. The death occurred approximately ten months after the procedure, with no evidence of procedure-related infection, device malfunction, or any contributing device-related factors. Based on the available information, the event is most consistent with a patient-related medical condition, and no device malfunction or procedure-related contribution can be established. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient died. The procedure took place in (B)(6) 2025 and the patient was reported to have passed away (B)(6) 2026. The cause of death was reported as septic shock, but the events leading up to the septic shock were not provided. It was further reported that as per physician's, the protocol and standard procedure workflow, all materials are discarded once the procedure is completed.